Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: it is presumed that gas leaked due to manifold unit failure. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the high flow insufflation unit exhibited manifold air leakage. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.